Event description:
An operating room nurse reported that an intraocular lens (iol) was exchanged due to the pt having blurred vision. The iol was exchanged for the same model, different power lens. In a follow up phone call with the nurse, she reported the lens was removed due to the surgeon calculating the wrong diopter power, which caused the pt to have blurred vision. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was returned for analysis and the reported complaint could not be verified. Lens bench testing could not be conducted due to the damage. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for this complaint is unk. The optic damage did not allow for lens bench testing. Due to the presence of surgical solution, the damage is most likely related to customer handling. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 01/26/2011, 01/27/2011, 02/03/2011, and 02/09/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).